Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms ever since pump was received. Customer reported that when batteries were changed unexpected restart alarm was received and date and time would need to be reset. Customer's blood glucose was unknown. Customer was advised that due to excessive alarm, insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.